Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the power supply required replacing. The technician replaced the power supply, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the mindray image connected to their hexavue custom room rack has image distortion. No report of injury.